Manufacturer narrative:
The suspect product is the compact strip.

Event description:
Patient reported obtaining back-to-back blood glucose results, of 43 mg/dl and 100 mg/dl. Pt does not take medication for diabetes. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact system: meter, strip lot 20654841 with expiration date 04/30/2008.